Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor fill. (B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 91, 86 and 81 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 169 mg/dl. The customer is a gestational diabetic and tests four times a day. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 80 mg/dl and 75 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).